Event description:
During an accessory pathway ablation procedure, a cardiac perforation occurred. Following ablation with a cool flex ablation catheter, the patient became hypotensive and an echocardiogram revealed a perforation of the left atrium. A pericardiocentesis was performed which stabilized the patient. The physician believes the cause for the perforation was patient related and there were no performance issues with any sjm devices.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation was patient related. Per the IFU, vascular perforation is an inherent risk of any electrode placement